Event description:
It was reported that the arthroplasty was revised due to knee stiffness. The femoral, tibial, and patellar components were revised. The components were implanted in situ for 1.6y. The patient presented a ucla score of 3 three months prior to revision surgery and maximum ucla score of 3 since implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat.no. 7115-0007 lot code: jh8mhd description: series 7000 standard tibia. Cat. No. Unknown lot code: unknown description: femoral component. Cat. No. Unknown. Lot code: unknown description: patellar component. It cannot be determined which, if any of these devices may have caused or contributed to the event.